Event description:
It was reported that when a patient presented in-clinic for a check, high capture threshold was observed. Programing changes were made. X-ray revealed revealed lead dislodgement. The lead was explanted and replaced. The patient was fine post-procedure.

Manufacturer narrative:
(B)(4)